Event description:
It was reported that the insulin pump over-delivered insulin. Customer stated that the entire amount was given to her. The blood glucose reading was 374 mg/dl. Customer used the infusion set for four days; insulin leaked from infusion set. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.